Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that ventilation did not stop and at the time of the event a technician went to check and found that the value could not rise from peep/off. The pressure control value was programmed to the peep maximum value setting 5. However, it was in the state of not being able to increase more than 1cm. The customer stated that an alarm should have triggered had the values been out of range.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a ht70 ventilator¿s peep (positive end-expiratory pressure) could not be modified. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.